Manufacturer narrative:
The affected device was examined onsite by technician involving the dräger technical support, and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, a communication problem between the cockpit and the ventilation unit could be confirmed on the 31st of october 2023. As a result of the communication problem, the device initiated a cockpit restart to remedy the issue. Due to a faulty hard disk drive the device was not able to finish the cockpit restart and posted appropriate auxiliary auditory alarm. The restart continued between 04.23 p.m. And 04.28 p.m. And caused a prolonged non-operability of the cockpit. The main function of the device - the ventilation - was not affected by that issue and was being continued as set until the user turned off the device by the rocker switch. Replacing the hard disk drive of the cockpit is recommended. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the cockpit restart, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. In the current event, the device reacted as specified and generated corresponding alarm messages to alert the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "the ventilator screen turned black, and that there was a loud beeping that couldn¿t be shut off without flipping the power switch on the side of the ventilator." There were no patient health consequences reported.